Manufacturer narrative:
Concomitant: product ID 3487a-33, lot# j0333867v, implanted: 2003-(B)(6), product type lead. Product ID 7495lz51, serial# (B)(4), implanted: 2003-(B)(6): product type extension. (B)(4)

Event description:
It was reported that in 2005 the patient could not control the monitor and that their therapy was not working; there was a revision surgery performed on 2005-(B)(6). No additional information was noted. If additional information is obtained, a follow-up report will be sent.